Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a hispanic female patient, who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including tingling of hands and feet, weird sensation all the time, felt like she was in a fog, effected mood, pain, inflammation on neck, shoulders, and back. In addition, the patient also had tons of allergies, liver was failing, eyes itching and swelling, allergic reaction out of no where, heaviness/tightness of chest, couldn't sleep, night sweats, depression, anxiety, headaches, migraines, really weak - sometimes couldn't get out of bed some days, exhaustion, fatigue, memory loss, unexplained stuttering in speech, bad bumps all over skin/dryness, really bad back acne, welts on face, pimple like masses, hair loss, issues with eating - couldn't really eat anything, down to (B)(6) lbs. Finally, the day the patient got her implants, she had a yeast infection that got so bad, had a parasite and a tapeworm was removed 2 years ago, which alleviated the migraines. The patient also had pre-cancerous cells in cervix and possible skin cancer spots on skin. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. After the removal, it was reported that the patient's energy had gone up, can now get up early in the morning, mood has improved, not in constant pain all the time, inflammation is gone, allergies are pretty much gone, skin issues have resolved, skin is looking beautiful, and no more dryness and bumps. This medwatch form is for the right breast prosthesis.